Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image (see attachment) shows an sp instrument sheath with a detached distal tip coextrusion. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sheath broke off inside the patient. The piece was retrieved from inside of the patient during same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was confirmed that the incident occurred on 12/13/2023. Sheath was inspected prior to use with no noted damage. There were no collisions with instruments. The piece was removed by the surgeon using another instrument. There was no injury reported or noted during the procedure. No post operative complications secondary to the event and the patient did not return to hospital due to any complications.